Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patches were totally dry and they were breaking down. There was no patient involvement.

Manufacturer narrative:
Report sent in error. Product is neither marketed nor is a similar product that is marketed in the us. If information is provided in the future, a supplemental report will be issued.